Event description:
It was reported that during a device check, low pacing impedance, no capture, and no sensing were detected on the right ventricular (rv) lead. During the procedure, a lead fracture was found. The lead was explanted and replaced. The patient was stable.